Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the hcp was attempting to get MRI clearance and they reported they had a note that the patient programmer didn¿t work and the internal device didn¿t work. There were no symptoms reported. The event datewas asked but was unknown. No further complications were reported/anticipated.